Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed prime during prime test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, broken belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a couple of motor error alarms. The customer had been experiencing high blood glucose. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The drive support cap was protruded. The insulin pump will be returned for analysis.